Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited elevated capture threshold. On (B)(6) 2015, the lead was electively explanted and replaced. No patient symptoms were reported.

Event description:
New information indicated the patient was in stable condition post procedure.